Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. There was no impact to the customer's blood glucose level. The customer successfully loaded a new cartridge.